Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter; product ID: 8782, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 07-dec-2020, UDI#: (B)(4); product ID: 8782, serial/lot #: (B)(4), ubd: 23-jan-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2019 regarding a patient receiving unknown baclofen (500mcg/ml at 75mcg/day) via an implanted infusion pump. The indication for use was intractable spasticity. It was reported that the hcp stated the patient continued to have a cerebrospinal fluid (csf) leak and the patient had a seroma develop. There were no environmental, external, or patient factors that may have led or contributed to the issue and it was unknown if any diagnostics or troubleshooting were performed. The catheter was removed and replaced. It was unknown if the issue was resolved at the time of report. The patient's status was alive - no injury and no further complications were reported or anticipated.